Event description:
A healthcare professional reported that during an intraocular lens( iol) implant procedure the surgeon noticed scratch or mark on intraocular lens. The surgeon noticed on few iols. Possible cause due to injector or cartridge. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated that the procedure was completed with the new cartridge. No issues were noted during implantation. A total 8 plus intraocular lens were affected.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The used company cartridge was not returned. Eleven unopened company cartridges were returned in an opened 10 count carton with fifteen unopened 10 count cartons (150) for a total of one hundred an sixty one unopened company cartridges for lot 15906993. Ten samples were selected randomly from the returned unopened 10 count cartons. The samples were numbered 1-10 for evaluation purposes. The ten unopened company cartridges were opened for evaluation. The company cartridges were microscopically examined with no damage or abnormalities observed. The company cartridge were functionally tested per the IFU. No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. A photo was provided. The area of interest was marked with an arrow. The photo was of the eye. The haptics were not visible. Orientation could not be determined. A large scrape mark or material was observed near the optic edge. The nature and origin of the mark/material cannot be determined from a photo. Product history records were reviewed and documentation indicated the product met release criteria. The lens model diopter was not provided it is unknown if a qualified lens model/diopter was used. A qualified handpiece was indicated. Two viscoelastic were indicated. Only one is qualified. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. A photo was provided. The photo was of the eye. The haptics were not visible. Orientation could not be determined. A large scrape mark or material was observed near the optic edge. The nature and origin of the mark/material cannot be determined from a photo. It is unknown if a qualified lens model/diopter was used. Two viscoelastic were indicated. Only one is qualified. Ten of the unopened company cartridges returned for the reported lot were evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the ten unopened samples with acceptable results. No lens or cartridge damage was observed after the functional testing. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.